Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was due to the electrode belt ECG "c&d" cable being cut and severed, damaging wires in the cable. The root cause for the cut cables was physical abuse. There was no adverse event that resulted from the damaged belt.